Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, as the surgeon was retrieving the gall bladder, the pouch broke off inside the patient¿s abdomen. The surgeon used a grasper to retrieve the device through the trocar and the procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data - the following information was omitted on the initial report. Did the pouch fall into the patient? Yes, the pouch did break off inside the patient while the surgeon was retrieving the gull bladder. Was the device retrieved? Yes, the pouch was received through the trocar. Is the device available for return? Yes. Who does the shipper kit go to? The shipper kit is to be sent to the sales rep. How was the case completed? The procedure was completed when the pouch was retrieved through the trocar with no patient consequences.